Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio 2 meter read inaccurately high in comparison to his feelings or normal results and other meter results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that alleged issue began on (B)(6) 2015, at about 10:54pm. The patient detailed that she obtained a result of "6.9mmol/l" compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient also reported numerous other alleged inaccurate high comparisons to readings obtained on another meter (onetouch ultra mini). These are listed as follows: 6.9mmol/l compared to 4.1mmol/l, 5.3mmol/l compared to 3.1mmol/l, 4.1mmol/l compared to 2.7mmol/l and 3.7mmol/l compared to 2.6mmol/l all preformed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not meet lifescan's criteria for accuracy. The patient manages her diabetes with a combination of medications including "24 units lantus and 0.6mg victoza" and from (B)(6) 2015, 10:54pm to (B)(6) 2015, 1:00am continued with her usual dose including sliding scale in response to the alleged product issue. The patient reported that on (B)(6) 2015 at approximately 11:18 pm she developed the symptoms of "sick, nauseous, shaky and difficulty seeing" these symptoms worsened by 12:15 am on (B)(6) 2015. At this date and time the patient stated that she self-treated by taking 335ml of orange juice. During troubleshooting the cca noted that the meter was set to the correct unit of measure. The blood samples were taken from the correct sample site, (finger). The test strips were stored correctly and not expired. The patient did not have control solution to carry out a test. Replacement products were sent to patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.